Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Placeholder.

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. Placeholder.

Event description:
During an unknown surgery, it was discovered that the quick coupling for k-wires stops spinning when engaged. There was no delay due to reported event. A spare device was available to complete the procedure. No reported injury to the patient. Procedure was completed successfully without any additional medical intervention required. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional evaluation was conducted. The report indicates that the reporter's complaint that the unit will not spin could not be confirmed. The unit was tested and passed all manufacturing specifications, however it was noted that it makes grinding noise, coupling head loose. Evidence indicates this is due to usage wear over time. The manufacturing documents were reviewed and no complaint related issues were found.